Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Struts on row 6 were lifted slightly. The remainder of the stent was undamaged. The stent od (outer diameter) was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed a kink within the midshaft. The midshaft was kinked at approximately 9.5cm proximal to the port bond. The tip was visually examined and slight tip damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 20 synergy¿ drug eluting stent, when the stent protector was removed, it was noted that one strut was separated from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 20 synergy¿ drug eluting stent, when the stent protector was removed, it was noted that one strut was separated from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.